Event description:
The patient's parent reported that their daughter's blood glucose and insulin history is as follows. She came home from school. At 4:35 pm - they checked for ketones and they were present. At 1:30 pm "high" (>500). The pod was removed and she was able to activate a new pod. At 2:45 pm, bg was 384; bolus was 3.0. They took her to the emergency room and stated that their daughter was going into diabetic ketoacidosis. Upon arrival she received 500 ml of fluids intravenously. The parent also stated that their daughter may have caused the cannula to dislodge from the infusion site, although they did not notice any wetness at the site or anything wrong with the cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.